Manufacturer narrative:
The device referenced in this report has not yet been returned to olympus for eval. The exact cause of the pt's outcome could not be conclusively determined at this time. Review of the instrument history showed the device was last serviced on (B)(4) 2012 and the device has not been serviced since then. If add'l info becomes available at a later time, this report will be supplemented. See scanned page.

Event description:
Olympus was informed that one week after undergoing a tonsillectomy procedure, the pt expired due to a re-bleed. During the procedure, the physician used the generator with a universal plasma knife reusable handpiece and plasmacision disposable tip. The user facility stated there was no inter-operative issues with the olympus devices during the procedure and the equipment functioned normally. The generator has been removed from service. Olympus followed up with to obtain add'l info regarding the reported event, but with no results.